Event description:
It was reported the system had mixed pt images within the same pt image file. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.